Manufacturer narrative:
There was no patient involvement. Problem was discovered prior to use on a patient. Model number is xeridiem's part number for the device. Catalog number is part number for xeridiem's exclusive distributor for the device, boston scientific. Codes chosen reflect results and conclusion from evaluation of the returned device and package sealing process for the device. Insufficient clarity of visual work instruction for sealing process identified as likely root cause. Xeridiem is correcting the associated visual work instruction.

Event description:
When the product was being unpacked, one of the 20fr replacement g-tube, straight, was open and the device was unsterile.